Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. The nc quantum apex catheter was received with no original packaging or other devices. There was a stopcock attached to the inflation port. There was blood in the balloon and inflation lumen. Inspection revealed a pinhole in the balloon wall, distal end of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in the severely calcified mid right coronary artery. A 20mm x 2.50mm nc quantum apex balloon catheter was advanced to dilate the lesion. Upon inflating the device, the balloon ruptured under unknown pressure with unknown number of inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.